Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that heparin drip (25,000 units in dextrose 5% 250ml = 100units/ml) was programmed correctly but the rate was changed unbeknownst to the nurses resulting in an over infusion event. The infusion was programmed at a rate of 5ml/hr. There was patient involvement but no harm and patient was discharged home. Received sus voluntary event report from FDA, which states ¿heparin git was initiated at 5 ml/hr (500 units/hr). Pharmacy audit shows all information sent from the emr to the pump was done correctly by nursing, 11 seconds after drip started, the pump changed the rate to 50ml/hr. The information coming from the pump to the emr showed the rate changed but the dose remained at 500 units. The nurse entered the room and noted the increased rate on the pump, stopped the drip and notified the md and unit supervisor. The emr was reviewed by the rn and noted the increased rate the pump was pulled from service and sent to our crothall rep for interrogation. FDA safety report ID # (B)(4)¿

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that heparin drip (25,000 units in dextrose 5% 250ml = 100units/ml) was programmed correctly but the rate was changed unbeknownst to the nurses resulting in an over infusion event. The infusion was programmed at a rate of 5ml/hr. There was patient involvement but no harm and patient was discharged home. Received sus voluntary event report from FDA, which states ¿heparin git was initiated at 5 ml/hr (500 units/hr). Pharmacy audit shows all information sent from the emr to the pump was done correctly by nursing, 11 seconds after drip started, the pump changed the rate to 50ml/hr. The information coming from the pump to the emr showed the rate changed but the dose remained at 500 units. The nurse entered the room and noted the increased rate on the pump, stopped the drip and notified the md and unit supervisor. The emr was reviewed by the rn and noted the increased rate the pump was pulled from service and sent to our crothall rep for interrogation. FDA safety report ID # (B)(4)¿